Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. H6: component code: appropriate term/code not available (g07002) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the inserter does not thread properly found out in wash. Did not happen in surgery.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that the inserter doesn¿t thread properly. Found out in wash. Did not happen in surgery. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed, that the duraloc str cup impactor was observed, stripped from the threaded tip and due to stripped condition it is reasonable to also confirm, the unable to assemble allegation. It was observed, cracked in middle of the plastic handle. Therefore, the reported condition can be confirmed. Potential cause can be attributed to unintended use error. The damage found at the tip is consistent with impacting the device before the threaded tip is fully seated. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed, as it is not applicable to the complaint condition. A functional test was unable to be performed, due to manufacturing damage. The overall complaint was confirmed. As the observed, condition of the duraloc str cup impactor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. And it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.